Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The shock impedance measurement had been increasing gradually for the past year. Additional information received indicates the physician has been unable to follow-up with the patient. This device remains in service. No adverse patient effects were reported.